Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The complaint was received from germany. It was reported that oxygenator performance was degraded and poor, and delta pressure was increased. After the poor performance of the oxygenator was determined, the oxygenator was changed. After that, the operation was carried out to the end without any problems. No harm or death to any person was reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
As maquet gmbh is not legal manufacturer of the affected set the reporting decision was reevaluate to non-reportable. The legal manufacturer is hmt. The complaint information was submitted to the legal manufacturer hmt on 2022-06-28. The complaint will be handled by hmt under #pr (B)(4). Hmt as the legal manufacturer has the reporting responsibility. Hmt informed maquet gmbh that this product is not distributed in the us, thus this report is not required. H3 other text : 4113.